Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the one day post implant, the lead exhibited loss of sensing and loss of capture confirmed though chest x-ray. The lead was explanted and replaced without incident. The patient was stable post procedure.